Event description:
The manufacturer received information alleging a ventilator would stop spontaneously. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator would stop spontaneously. There was no harm or injury reported. During the evaluation of the device at the third-party service center, a ventilator inoperative alarm condition indicating a pressure sensor reading issue was observed. The device's main pca board was replaced, and the device's manifold was adjusted to correct the issue. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. This issue has been identified under the fsn 2023-cc-src-039. Additionally, not related to the above issue, the device's airpath assembly was replaced preventatively. The device was tested and passed all testing. The device was scrapped. The bipap a40 pro (blx3100s19) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.